Manufacturer narrative:
(B)(4).

Event description:
The patient developed an infection and the implantable neurostimulator (ins) site and the back of his head. Both inss were explanted. The patient's wife suspected that he had an allergic reaction as well. Additional information has been requested, a follow-up report will be sent if additional information becomes available. See also manufacturer report #3004209178201105027.